Event description:
It was reported that the pump makes grinding noise. No patient injury was reported.

Manufacturer narrative:
Other, other text: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found wear and tear damaged enclosure and front cover, faded line cord and cracked tank cover, outdated printed circuit board (pcb) and power switch. Functional testing found the motor in the pump is noisy confirming the customer complaint. The root cause of the reported issue was found to be a faulty pump. No action taken due to the age and condition of the device. It was deemed beyond economical repair and will be scrapped. Additional event information received indicating no patient involvement (updated b5). Additionally, e4 is "no" as there is no information on a report being submitted to the FDA by the initial reporter.

Event description:
Additional information was received which included the event date and there was no patient involvement. Issue occurred during preventive maintenance.